Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide more information about the study with increased surgical site infections. If it is a journal article, please provide the title, authors and citation. How many patients experienced a surgical site infection? Please provide the following information for each patient that experienced a surgical site infection: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Relevant patient history? Any intraoperative concurrent use of other products? Product code and lot #? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative surgical site infection? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and absorbable hemostat was used. During a conversation with the surgeon they provided information about a study at the medical facility that suggested a correlation between an increase in surgical site infections and the use of absorbable hemostat after laparoscopic cholecystectomies and mastectomies. Additional information was requested.